Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 10/23/2020 corrected information: d8 attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - could you please confirm when did the issue occurred? Pre-op, intra-op or post-op. - could you please confirm if the patient suffer from any consequence due to the needle separate from the suture? - what is the lot number? - could you please confirm device's availability? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/17/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. Additional information: d9. Investigation summary: according to the information received, the needle was separated from the suture. Visual analysis of the returned product revealed that one needle reparked in a labeled winding former and several suture of pieces product code sxpp1a404 were received to ethicon inc for evaluation. The suture has begun with process degradation caused by exposure to the environment and the needle detached from the strand. The product code sxpp1a404 contains an absorbable suture. As the sample was received open, the time of exposure to the environment could not be determined and functional tests cannot be performed. I addition, the foil packet was not received for evaluation. The manufacturing records couldn't be reviewed as the batch number is unknown. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Corrected information: d3, g1.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Could you please confirm when did the issue occurred? Pre-op, intra-op or post-op. Could you please confirm if the patient suffer from any consequence due to the needle separate from the suture? What is the lot number? Could you please confirm device's availability? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2020 and the barbed suture was used. It was reported that the needle was separated from the suture. There were no adverse patient consequences reported.